Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer ensured all equipment was properly connected and tried leaving the wall adapter plugged in for 30 minutes, after which the pump began charging. No further assistance was required.